Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. It was later reported that the insulin gauge was inaccurate and static. The customer reverted to an alternate method of insulin therapy. Customers pump was replaced to resolve the issue. Customer¿s blood glucose level was 300-400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.